Event description:
A report received from (B)(6) stated the device is experiencing a "hose worn" issue. It is unknown if the device was being used during surgery. It is unknown if patient or user injury was reported. No additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).